Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
The customer reported that the event occurred during an unspecified surgery procedure and was completed using a similar device. No surgical delay and no patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: d9 (should have been added since the initial). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between cable unit, disconnection in cable unit, deterioration of cable unit and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image cannot be displayed due to a gap between the cable unit and a disconnection in the cable unit. The water tightness is lost was due to deterioration of the cable unit. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device was black, also there was a cut in the cable to the processor. There were no reports of patient harm.